Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl due to being off of the insulin pump for more than 48 hours. The customer stated that they treated the high blood glucose with manual injection. The customer's blood glucose was 40 mg/dl at the time of call. The customer's blood glucose was 74 mg/dl at the end of call. The customer stated that they treated the low blood glucose with food. The customer was assisted with programming. The insulin pump will not be returned for analysis.